Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information: the original procedure took place at (B)(6) in (B)(6) on (B)(6) 2016. Patient stated that there is no mention of what clips were used in her op report, although the head of the surgery department at (B)(6) is confident that the clips the facility was using at that time were the med to large ligamax. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please send the op-report to (B)(4). Please send the results of the confirmed metal allergy to (B)(4).

Event description:
It was reported that the patient had a laparoscopic cholecystectomy on (B)(6) 2016 where a ligamax 5 mm clip applier, with medium to large clips was used. While in recovery, the patient was returned to surgery due to bleeding from the wound; staples were placed. Staples and sutures were removed six days later, on (B)(6) 2016, at which point the patient reported having hives. The patient went to see an allergist on (B)(6) 2017, was tested for allergies and found to have an allergy to palladium and was given a medrol pack to relieve the hives. After the prescription ended, the hives returned. The patient went to a dermatologist and had a biopsy on (B)(6) 2017. The results are included in the operative report. The patient visited the current allergy and asthma clinic and is currently prescribed allegra, zantac and zolair to control the hives. The patient is responding well to the current prescription.